Manufacturer narrative:
The subject device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus service operation repair center was informed from the user that in unspecified timing the user turned on the subject device but the subject device did not work. Other detailed information was not provided. There was no report of patient injury associated with the event.